Event description:
The customer reported that they are requesting a battery change. There was no patient involvement.

Event description:
The customer reported that they are requesting a battery change. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is completed.